Event description:
The investigation has determined that lower and higher than expected vitros intact pth (ipth) results were obtained from non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1605 on a vitros 5600 integrated system. Mas lot oim2302 level 1 results of 8.84 and 13.15 pg/ml vs an expected result of 21.00 pg/ml mas lot oim2302 level 3 results of 1310.52, 545.68 and 646.92 pg/ml vs an expected result of 1005.10 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected vitros ipth results were from quality control fluids and were not reported from the laboratory. The customer made no indication that any patient sample results had been affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that lower and higher than expected vitros intact pth (ipth) results were obtained from non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1605 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros ipth lot 1605 performance issue cannot be ruled out as a contributor to the event. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1605. Within run precision testing was not processed on the vitros 5600 system. Additionally, historical qc results were imprecise. Therefore, an instrument related issue cannot be ruled out as a contributing factor of the event. An issue isolated to the mas control fluids cannot be ruled out as a contributor of the event as results from ortho ipth controls were within expectations. Email address for contact office above is (B)(6).